Event description:
Consumer complaint of low blood results. Customer is feeling well and does not require medical attention. Customers expected glucose results are: 110-125mg/dl. Verified the strips expire 04/28/2017 and the strips were first opened 3 wks ago. Customer confirms proper storage of test strips. Customer ran a blood test: 149 mg/dl - not fasting. Reviewed meter memory: 67mg/dl (B)(6) 2015 11:58:00, am-fasting; 67mg/dl (B)(6) 2015 03:18:00, pm-not fasting, 53mg/dl (B)(6) 2015, 06:32:00, pm-not fasting, 46mg/dl (B)(6) 2015 06:32:00 pm-not fasting, 54mg/dl (B)(6) 2015 06:15:00 pm-not fasting. Customer was not applying blood correctly to the strips. No adverse event reported.

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference, or user reused test strip, or user's test strip had poor fill.